Manufacturer narrative:
(B)(4). The customer complaint of screen freeze on startup was confirmed by the service engineer.

Event description:
It was reported that when the ventilator was turned on, it would not boot up. The icons loaded on the screen and then it froze. There is no reported patient involvement associated with this event.